Event description:
It was reported that a patient underwent radiation therapy shortly after receiving a hydrogel implant in early july. Despite experiencing mild bleeding during treatment, the therapy was completed in early september. However, the patient soon complained of anal pain and bleeding, prompting an MRI scan that revealed an abscess-like substance in the implant area. The hydrogel appeared to be absorbing, and its volume was decreasing. The patient was hospitalized for observation and antibiotic treatment due to high infection levels and severe pain. If the pain persists, an endoscopy may be performed to inspect the affected area, and further treatment, such as cauterization or hyperbaric oxygen therapy, may be considered if the ulcer worsens into a fistula. It was also noted that the hydrogel had partially strayed into the rectum on the apex side. It was unknown if this hydrogel intrusion into the rectal wall was the cause of the rectal ulcer.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e1906 is being used to capture the reportable event of infection. Patient code e2339 is being used to capture the reportable event of ulcer. Patient code e2330 1 is being used to capture the reportable event of pain. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.